Event description:
Event description boston scientific received information that this patient was hospitalized and intubated and was having a few seconds of asystole on the telemetry monitor. Autocapture was on, the field representative called technical services for assistance. The fcr also reported that the r wave was fluctuating from <1.0 to 8.0mv. The technical services consultant discussed the posiibility that the lead may be moving around a little, causing the fluctuation in the r wave amplitude.